Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump had scratches on the display window, cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level was 466 mg/dl. Customer treated their high blood glucose via insulin pump and manual injections. Customer advised when they entered values for a bolus delivery the numbers progressed slowly. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump had cracks and they were not sure where the damage was located. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.